Manufacturer narrative:
On (B)(6)2023, additional information was received indicating the adverse event was discovered after use of bwi products. The patient required prolonged hospitalization. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient was reported to be fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details:the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.a manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a wpw (wolff-parkinson-white) ablation procedure using an unspecified carto vizigo¿ 8.5f bi-directional guiding sheath and the patient experienced occluded femoral artery that required unknown medical intervention. It was reported that during an accessory pathway procedure, occluded femoral access was noticed in the patient. It is unknown how the occluded femoral access was discovered or confirmed. According to the staff, the occluded femoral access was related to the "perclose device¿. There was medical intervention provided to the patient, but it is unknown what type of medical intervention. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Although staff believed to be caused by ¿perclose device", the possibility of the sheath contributing to the occluded femoral artery cannot be excluded.